Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did this event contribute to any patient adverse event? If yes, please explain. Did any the needle piece fall into the patient? If yes, was the needle piece retrieved during the same procedure? Were x-rays taken to locate the needle piece? What measures were taken to retrieve the needle piece? Was there any additional tissue damage as a result of searching for the needle piece? If not retrieved, in what tissue structure the needle piece was retained? Is there any plan in place to remove the needle piece in the future? Please explain. Please confirm if the device is available for product return. If yes, please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. Provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq).

Event description:
It was reported that a patient underwent an unknown surgery on an unknown date and suture was used. During the procedure, the tip of the needle broke during the procedure. No adverse patient consequences were reported. Additional information was requested.